Event description:
It was reported that during a routine follow-up interrogation, the device reported non-sustained tachy (nst) episodes, with flat egms and only biv pacing markers. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a follow-up interrogation the device reported non-sustained tachy (nst) episodes with flat egm's and only biv pacing markers. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.